Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At the 45-day follow-up, the 130 degree view transesophageal echocardiogram (tee) was performed and the physician noted the watchman device to have a large thrombus attached on the face of the device including the threaded insert. The future plan was to switch the oral anticoagulants from warfarin to eliquis and repeat a tee in the future.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At the 45-day follow-up, the 130 degree view transesophageal echocardiogram (tee) was performed and the physician noted the watchman device to have a large thrombus attached on the face of the device including the threaded insert. The future plan was to switch the oral anticoagulants from warfarin to eliquis and repeat a tee in the future.

Manufacturer narrative:
D4: lot number: updated.